Event description:
Caller reported a malfunction 199 in tandem source, indicating a pump issue, with malfunction code malf 15. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, assisted in resetting the pump, and confirmed that the malfunction recurred after resetting, leading to the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed to put the pump into storage mode before returning it within 10 days.